Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering because high blood glucose after boluses. The customer blood glucose level was 330 mg/dl, 438 mg/dl at time of incident and current blood glucose level was 157 mg/dl. The customer was assisted with troubleshooting. Customer treated with pen for high blood glucose. Customer reports insulin did not exit at the quick released. Customer reports insulin pump was not worn during a medical procedure or test around magnetic resonance image. Customer reports they performed displacement test and no alarm occurred in results. The device will not be returned for analysis.